Event description:
The following was reported to davol by the pt: it is alleged that in (B)(6) 2007 the pt had a composix kugel hernia mesh implanted and on (B)(6) 2009 the pt alleged that she had an add'l composix kugel hernia mesh implanted. Following the implant the pt allegedly had several days of being unable to care for herself and was unable to work. Subsequently on (B)(6) 2013 the pt alleges that she had surgery to repair and replace the composix kugel hernia mesh. It is unclear at this time if one or both of the two previously placed mesh implants were replaced during the 2013 procedure.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt has not allege a specific device failure, nor have medical records been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for evaluation. Without a lot number a review of mfg records could not be conducted. With the currently available info, no conclusion can be drawn. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00481 for info related to the composix kugel hernia mesh implanted on (B)(6) 2009.